Event description:
The user facility reported that a patient thrashed about while in route to the hospital and caused the impella cp pump to pull into the aorta. The movement and dislodgement additionally resulted in the formation of a hematoma in the patient's right femoral artery. No intervention was required in response to the hematoma. The staff opted to remove the pump as a result of the positioning issue and the patient was escalated to impella 5.5 support. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues and has been completed. The impella device was not returned for evaluation. Positioning issue: the cause of the positioning issue was most likely patient movement related as the patient thrashed causing pump to be pulled into the aorta.